Event description:
Pt had synchromed intrathecal pump refilled on 6/13/97 with 18ml morphine 25 mg/ml solution. Prior to refill, nurse aspirated 1.5 cc clear pale yellow fluid. Yellow fluid reported to dr and pump refill was ordered to proceed. Rn refilled pump using template. 10 minutes after refill, pt c/o dizziness and nausea. Rn informed dr, then tested the yellow fluid aspirated before pump refill. Fluid registered 40 for dextrose. Info reported to dr and pt sent to hosp for eval. Hosp turned off pump and gave pt narcan. Pt discharged to home ambulating. Hosp withdrew morphine soln from body pocket. Pt had a new synchromed pump placed 5/97 and developed a pocket infection post op.